Manufacturer narrative:
A supplemental report is being submitted for device evaluation results. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Visual inspection revealed no signs of contamination within the controller's driveline connector. Supplemental testing revealed that the driveline connector functioned as intended during bench testing with no anomalies observed. Log file analysis revealed several electrical fault alarms, vad disconnect alarms, vad stopped alarms, and high watt alarms logged on (B)(6) 2019. Three (3) electrical fault alarms were logged at 13:09:33, 13:11:07, and 13:31:38 due to open phases on the rear stator, resulting in the pump running on a single stator. This likely triggered the subsequent high watt alarms due to the increased power consumption required to run on a single stator. One (1) vad stopped alarm was logged at 13:31:46 due to a vad minimum speed failure, which is the result of the pump operating below 1400 rpms for 10 seconds. This fault was likely due to an open phase detected during an attempt to reactivate the rear stator. This was followed by a vad disconnect alarm at 13:32:20, indicating a physical disconnection of the driveline from the controller, and an additional electrical fault alarm at 13:32:26 due to open phases on the rear stator. A vad stopped alarm was then logged at 13:32:46 due to open phases on both stators, followed by multiple vad disconnect alarms star ting at 14:13:42, likely due to troubleshooting and/or the reported controller exchange. As a result, the reported event was confirmed. A possible root cause of the reported electrical fault alarms observed vad stopped alarms can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal driveline connection. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited multiple electrical fault alarms. The controller was exchanged. No patient complications have been reported as a result of this event.